Event description:
Codman received info from the customer about an event that occurred involving a catheter passer. It was reported that the instrument caused unnecessary hemorrhage and the need for an additional incision. The customer reported the instrument was too soft and not rigid enough. The customer has no other info to report.